Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. The hvb impedance measurement was typically in the 60 - 70 ohm range until 2009 when the maximum value was 142 ohms. The maximum range for the remaining time of the record ending five months later was 86 - 168 ohms.

Event description:
It was reported there was an alert for fluctuating high voltage lead impedance. Review of device data showed a spike to 170 ohms five months previously, and the impedance has been varying from 90-272 ohms since then. Lead replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.